Event description:
The plaintiff's attorney alleged that the pt experienced two sudden cardiac events approximately one month apart. Then three days later the pt experienced one more sudden cardiac event and expired the same day; all of which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.